Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not confirmed. The reported inflation issues could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported leak and inflation issues were likely due to the noted crack in the hub. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the proximal circumflex artery that did not have any tortuosity or calcification. An unspecified stent was implanted and a 3.5 x 15 mm xience sierra stent was used and did not meet any resistance during advancement. However, the balloon failed to inflate as the balloon was losing pressure when attempting to inflate it due to a leak. An inflation device was re-attached and the device still failed to inflate; therefore, the device was replaced with another 3.5 x 15 mm xience sierra stent delivery system to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.